Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receive ing fentanyl via an implantable pump for non-malignant pain. It was reported that the patient was implanted on (B)(6) 2022 for a normal battery depletion replacement. However, two months after the surgery the patient developed irritation at the pocket site with red ness, swelling, and signs of infection. Blood tests were run to indicate rising white blood cell counts. As a result the patients entire intrathecal drug delivery system was removed to avoid any tracking and further harm. An antibiotic washing of the tissue was ob served. No external factors were observed to this cause. The event was resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial #: (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2022, product type: catheter; product ID: 8598a, serial #: (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2022. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 14-dec-2011, UDI #: (B)(4); product ID: 8598a, serial/lot #: (B)(4), ubd: 06-aug-2017, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.